Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The b3 field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, the image sensor unit was likely damaged (such as wire breakage) due to usage stress, external factors, or handling, or parts mounted on the electrical board (ic chip, capacitor, etc.) May be damaged. However, a definitive root cause could not be determined. The event can be detected/prevented by handling the device in accordance with the following sections of the instructions for use: [inspection of endoscopic images] check whether normal light observation images and nbi observation images appear normally. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. Observe the palm etc. Using normal light observation images and nbi observation images. Make sure the lighting is on. Adjust the light intensity to get the appropriate brightness. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. Operate the endoscope's angle lever to bend the curved part. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of compromised image issues was confirmed. Due to damage on the charged coupled device unit (ccd unit), the image is not displayed. Due to shaved electrical video connector , the electrical contact was compromised and caused the image to not displayed. Furthermore, during device evaluation, the following findings were identified, and are as follows: (a.) Due to a pinhole on bending section cover (a-rubber), water tightness was lost, (b.) Adhesive on the bending section cover (a-rubber) had a chip, (c.) The video connector had a scratch, (d.) Due to damage on lock engagement lever (fe lever), the bending section cannot be fixed firmly, (e.) The control unit had a scratch, (f.) The grip had a scratch, (g.) The up/down (u/d) plate had a scratch, (h.) The right/left (r/l) plate had a scratch, (I.) The right/ left (r/l) lever had a scratch, (k.) The angulation lever had a scratch, (l.) The light guide connector had a scratch, (m.) The light guide cover glass had a scratch, (n.) The video connector case had a scratch, (o.) Video connector has a scratch, (p.) The switch button 1 (sw1) had a scratch, (q.) And the universal cord has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope experienced a compromised image (image distortion). The event was found during the procedure. The therapeutic procedure was completed using a similar device. There was only a 5-6 minute delay. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that; (a.) Due to damage on the charged cabled device unit (ccd unit), the image is not displayed. (B.) Due to the electrical contact of video connector is shaved, the image is not displayed. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.